Manufacturer narrative:
The customer¿s report of a disconnection was not confirmed. Visual inspection of the set observed no obvious damages or issues. Functional and pressure testing resulted in no disconnections or any issues. The root cause was not identified.

Event description:
The customer reported that the tubing was disconnected at the non-luer lock connection site (broken at bifurcation) of the extension set while connected to the patient's cvc line. The tubing was replaced along with the unspecified sterile cap and connected back to the patient's cvc line. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn noted that the tubing got disconnected at the non-luer lock connection site of the extension set while connected to the patient's cvc line. The tubing was replaced along with the unspecified sterile cap and connected back to the patient's cvc line. There was no patient harm.